Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the insertion tube of the gastrointestinal videoscope is dirty and stained. The issue occurred during reprocessing. There was no patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. The device was returned to olympus for inspection. Based on the results of the investigation, it was confirmed that there was discoloration on the connecting tube. However, a definitive root cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information from the customer.